Event description:
Case description: investigational result : name : novopen® 3 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Name: novolin® 30r penfill batch number:unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, this case has been updated with the following. Investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab . Narrative updated accordingly. Company comment: fracture is assessed as unlisted event, blood glucose increased is assessed as listed event according to the novo nordisk current ccds in novolin 30r penfill. With the available limited information, hyperglycaemia could be related to fracture. Elderly age of the patient, female gender and underlying type 2 diabetes mellitus are significant confounding factors for the development of fracture. This single case report is not considered to change the current knowledge of the safety profile of novolin 30r penfill. Final manufacturer's comment: 17-jun-2024: the suspected device (novopen 3) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Elderly age of the patient, female gender and underlying type 2 diabetes mellitus are significant confounding factors for the development of fracture. H3 continued: evaluation summary: name : novopen® 3 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient was hospitalized due to fracture [fracture]. Blood glucose increased recently [blood glucose increased]. The patient's relative suspected that the novopen 3 was used for a long time and the dose was not accurate [device delivery system issue]. Case description: this serious spontaneous case from china was reported by a consumer as "patient was hospitalized due to fracture(fracture)" with an unspecified onset date, "blood glucose increased recently(blood glucose increased)" beginning on (B)(6) 2024, "the patient's relative suspected that the novopen 3 was used for a long time and the dose was not accurate(inaccurate delivery by device)" beginning on (B)(6) 2024, and concerned a 71 years old female patient who was treated with novopen 3 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novolin 30r penfill (insulin human, insulin isophane) (dose, frequency & route used- 12 iu, bid (12 u in the morning and 12 u in the evening)) from unknown start date and ongoing for "type 2 diabetes mellitus", patient height, weight and body mass index (bmi) was not reported. Dosage regimen of novopen 3 was not reported. Dosage regimen of novolin 30r penfill was not reported. Current condition: type 2 diabetes mellitus. Concomitant products included - glucobay (acarbose). The patient had used novopen 3 for 20 years. On (B)(6) 2024, the device was used for a long time with novolin 30r penfill and the dose was not accurate, hence blood glucose increased (units not reported), treatment was received and it was related to a fracture; and the patient was hospitalised on same day and discharged on 17-apr-2024. The novopen 3 was changed to the novopen 4. Batch number of novopen 3 was not reported. Batch number of novolin 30r penfill was not reported. Action taken to novopen 3 was reported as product discontinued due to ae. Action taken to novolin 30r penfill was reported as no change. The outcome for the event "patient was hospitalized due to fracture (fracture)" was not reported. On (B)(6) 2024 the outcome for the event "blood glucose increased recently (blood glucose increased)" was recovered. The outcome for the event "the patient's relative suspected that the novopen 3 was used for a long time and the dose was not accurate (inaccurate delivery by device)" was not reported. Company comment: fracture is assessed as unlisted event, blood glucose increased is assessed as listed event according to the novo nordisk current ccds in novolin 30r penfill. With the available limited information, hyperglycaemia could be related to fracture. Elderly age of the patient, female gender and underlying type 2 diabetes mellitus are significant confounding factors for the development of fracture. This single case report is not considered to change the current knowledge of the safety profile of novolin 30r penfill. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.